Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient had complained of a headache which persisted. The patient went to the emergency room where a CT scan of the head revealed a "small brain bleed" and he was admitted for monitoring. The patient was reportedly not hypertensive and the inr was within the recommended range for the device. The patient's condition reportedly deteriorated and he underwent emergent surgery to relieve pressure. The family chose not to have any further medical intervention and the patient expired. The device was not explanted and so will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including bleeding, stroke and death, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event.